Manufacturer narrative:
Batch review performed on 17 april 2019: lot 186078: (B)(4) items manufactured and released on 02-nov-2018. Expiration date: 2023-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event ((B)(4)). Additional implant involved (even if not revised): gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416), lot 180372: (B)(4) items manufactured and released on 24-may-2018. Expiration date: 2023-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988), lot 184965: (B)(4) items manufactured and released on 22-oct-2018. Expiration date: 2023-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988), lot 187398: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
On (B)(6) 2019 we were informed about a revision performed on the next day, about 1 month after primary, due to infection: the surgeon performed washout and swapped the liner. The patient was treated with antibiotics and was hospitalized. The surgery was completed successfully.